Event description:
Event: conversion to open surgical aneurysm repair. Case detail: it was reported that the device was unable to be unjacked just above the bifurcation. Attempts made to resolve the issue by using a saline flush were unsuccessful. The jacket guard broke near the jacket lock. The patient was converted to open surgical repair of the aneurysm. Bloodloss greater than 2000cc was experienced during the open surgical procedure, but was recovered using cell saver. The patient is reported to be well.